Event description:
It was reported that the lnq22 implantable cardiac monitor, implanted in the pectoral region, experienced a full electrical reset, which potentially altered device parameters and the device clock, requiring restoration. The reason for monitoring also contained '?' Marks. The device was not successfully interrogated prior to the clinic visit, and there was a recent ablation procedure, though the exact type was not specified. The patient was brought into the clinic, where device interrogation was performed, and a patient data download file was pulled for analysis. Device demographics, parameters, and the device clock were restored after the reset was cleared. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.